Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction: section d4 (UDI#) was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm fenestrated bipolar forceps instrument had cable problems. No fragments fell into the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.